Event description:
It was reported that the pt was revised due to loosening and migration of the articular surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: application of the proper torque on the screw during the initial procedure is critical, and it is unk if the proper torque was applied. Another important aspect to prevent screw loosening is to ensure the stem extension is properly assembled to the tibial plate. It is also possible that the tibial component was externally rotated when implanted which resulted in added stress on the screw causing it to loosen. These observations were taken into consideration, but without additional info, however, the definitive cause of screw loosening could not be determined. Eval: device history records indicate all components were manufactured and inspected to specification. Upon review of the articular surface, there was pitting and scratches on the proximal articulating surfaces. The post appears to be externally rotated with two patches of discoloration and wear at the point where the post would engage with the cam on the femoral component. There is a gouge on the superior lateral edge of the post along with scratches and pitting on the medial and lateral sides. There are scratches on the anterior, posterior, and medial edges of the component. The distal surface also shows a large amount of wear. There appears to be some circular cold flow into the posterior medial plug hole on the tibia.